Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for peripheral neuropathy and spinal pain. It was reported that the patient was trying to charge their ins and it was not working. The patient stated at first it said ¿looking for device,¿ then ¿said it was poor quality,¿ and then it said ¿something¿contact medtronic.¿ product services (ps) asked the patient to try connecting now so they could verify what the message was and the caller stated that it was working now and showed ¿charge quality excellent.¿ the patient did not remember what it said but it was some error. They stated, ¿maybe¿m05 or something.¿ ps instructed the patient to call back if the issue persisted. No symptoms were reported. No further complications were reported. Follow-up was conducted.